Event description:
A non-smith & nephew manufacture femoral stem was originally implanted and remains in situ following revision surgery.

Event description:
It was performed that revision surgery was performed due to suspected metallosis and a soft tissue reaction.

Manufacturer narrative:
The smith & nephew devices used in this case were implanted with a competitor's (zimmer) femoral stem, contrary to surgical technique instructions.